Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "total flow backup (754)" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a gas out transducer screen clogged with debris. The screen was cleaned out to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.